Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a hematoma and a suspected pocket infection with endocarditis. At this time no intervention has been performed and the device remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the patient's entire system was explanted due to the infection. No additional adverse patient effects were reported.